Event description:
It was reported that the unspecified bd alaris¿ pump drew air into the line during the infusion. The following information was provided by the initial reporter: "alaris 8100 pump drew air into line before bag being infused was empty."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. Medical device expiration date: unknown. FDA notified?: the initial reporter also notified the FDA via medwatch # mw5105655. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint that the alaris pump drew air into the line before the bag being infused was empty could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model and lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h10.

Event description:
It was reported that the unspecified bd alaris¿ pump drew air into the line during the infusion. The following information was provided by the initial reporter: "alaris 8100 pump drew air into line before bag being infused was empty."